Event description:
Physician was attempting to insert guide wire for central venous catheter. Physician states guide wire felt rough and difficult to advance. Upon meeting excessive resistance, he pulled back on guide wire. Guide wire jammed. Physician then withdrew guide wire and introducer needle. Part of guide wire protruded from pt's neck and broke off when extraction was attempted. X-ray confirms approx 2 cm piece embedded in interstitial tissue. No intervention is indicated.